Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft was kinked 10cm from the distal end of the strain relief. The balloon was fully unfurled, stained and discolored. The balloon was pressurized to four psi and submerged in a water bath. The balloon inflated without difficulty. Air was escaping from the distal tip of the balloon catheter due to the severed hypo tube central lumen. No anomalies were noted to the balloon. All catheters are 100% tested during production. Co believes this break occurred external to the mfg process. Mishandling of the device may result in this type of catheter damage. Therefore, co does not attribute this event to the device. F11 - date MFR initially forwarded report to FDA. H6 - 400 (other - severed hypo tube).

Event description:
An intra-aortic balloon would not inflate immediately following insertion. The intra-aortic balloon catheter was removed and another inserted without pt complications. The device has just been received for eval. Upon completion of the engineering eval., a supplement will be forwarded under 1220076-1997-00001. Co's follow up indicated manual inflation was not attempted as indicated in co's directions for use. However, without evaluating the device, co is unabl eto determine the exact cause for this event. Co's directions for use state: "if the balloon does not inflate immediately, temporarily disconnect the balloon from the adaptor and attach the enclosed 3-way stopcock to the pneumatic port of the balloon and partially inflate it with the 60cc syringe using moderate pressure."